Manufacturer narrative:
Add'l model # -38s.

Event description:
Sales rep reported that the surgeon was doing an mpj fusion putting a 3.8 screw across the joint the cannulated driver broke; then went to the solid driver to complete and it broke at the tip also.